Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the customer contact reported that the nurse noted backflow of fluid from the secondary solution container into the primary solution container. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.